Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic after receiving a vibratory notifier alert for high pacing impedance on the right ventricular lead. Before leaving the clinic, the patient was setup and paired with a merlin at home transmitter and cell phone. A chest x-ray was performed; however, the results were not provided. Patient was stable.

Event description:
New information received notes that patient was brought into the clinic after high, out of range pacing impedance was transmitted via merlin during a remote follow-up. During the visit, the patient was asked to press her palms together and it was observed that the impedances all dropped within normal range for several measurements. The chest x-ray that was previously performed noted no abnormalities. On (B)(6) 2019 patient presented in clinic for a device check and it was noted that the sensing was back up and the lead impedance was within normal range. A fluoroscopy was performed, and no abnormalities were noted on the lead. No intervention was performed. The patient was stable and will continue to be monitored.